Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07260. It was reported that when the patient presented remotely via merlin.net transmission, intermittent ventricular undersensing and failure to convert rhythms were observed. The device failed to convert the rhythm in the first shock and was successful in the second shock. Programming changes were made in clinic. The patient was stable.